Event description:
Reportable based on device analysis completed on 28mar2025. It was reported that crossing difficulties were encountered. The 71% stenosed target lesion was located in the severely calcified middle right coronary artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There was no patient complications reported, and the patient condition was stable. However, returned device analysis revealed a shaft polymer rupture.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.00mm x 15mm was returned for analysis. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. No issues were noted with the hypotube shaft. A microscopic examination of the balloon material identified no tears or pinholes in the balloon. A detailed microscopic examination of the distal shaft identified a 0.6cm longitudinal tear located in the outer lumen 3cm from the bumper distal tip. Tip showed no signs of tip damage.